Event description:
The customer reported that the device would not seal even though an end tone, indicating a completed seal cycle, was heard. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.